Event description:
Case reference number (B)(4) is a spontaneous report sent on 05-jun-2023 by a female physician patient of an unknown age reporting her own case. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On an unknown date, the patient received treatment with sculptra (lot a00203) to unknown location (unknown amount, injection technique and needle type). The patient received treatment with a counterfeit vial of sculptra (counterfeit product administered). After treatment, the patient had experienced swelling (implant site swelling) and she was hospitalized for the event. The event of swelling was captured based on the photos provided. Treatment for the adverse event was not reported. Outcome at the time of the report: swelling was unknown. Treatment with a counterfeit vial of sculptra was recovered/resolved.

Manufacturer narrative:
Company comment: the serious event of swelling at implant site was considered expected and possibly related to the treatment with a counterfeit sculptra product. Seriousness criteria include the need for hospitalization to prevent permanent damage. The potential root cause includes the treatment procedure associated with the use of counterfeit sculptra and a more specific cause cannot be established based on the available information. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Product notes: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment with a counterfeit sculptra product. The reported invalid lot number of sculptra is a known counterfeit sculptra product. The performed investigations are considered adequate, and no additional investigations will be conducted by pv. The galderma antipiracy and qa departments have been contacted for further investigations and potential actions. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations by pv. Further investigations of the counterfeit product and the need for any CAPA actions is handled by the antipiracy and qa departments and documented within the technical complaint file.